Event description:
It was reported via repair work order that the nurse call was set off intermittently. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Conclusion: customer to do repairs